Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the guide wire tip was broken. The target lesion was located in the right coronary artery. A non bsc introducer sheath was placed. The physician was using two pt2 guide wires while utilizing the buddy technique. A pt2 guide wire was removed in order to reshape it and the physician noticed that the tip of the device had broken off and was on her glove. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as "ok".

Manufacturer narrative:
Evaluation summary: the returned device was received in two pieces. The small fragment of the broken wire measured 1.8cm and was curled up; no other defects were noticed. The od of the wire was measured at three locations along the wire with a calibrated micrometer and met specifications. Analytical lab analysis indicated the fracture surface revealed a multidirectional type overload. Elongated and equiaxed dimple ruptures were observed indicating a primary torsional/tensile action with a bending moment. Compression and tension zones were detected. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the guide wire tip was broken. The target lesion was located in the right coronary artery. A non bsc introducer sheath was placed. The physician was using two pt2 guide wire while utilizing the buddy technique. A pt2 guide wire was removed in order to reshape it, and the physician noticed that the tip of the device had broken off and was on her glove. The procedure was completed with a different device. There were no pt complications reported and the pt's condition is reported as "ok".

Manufacturer narrative:
(B) (4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).